Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 2-mar-2017, a technical support specialist (tss) addressed the reported event where the customer informed that they had t3/t4 pt failure. Provided the qa lab results. Most likely cause is poorly made substrate. No further action required. The probable cause of the event was poorly made substrate.

Event description:
On (B)(6) 2017, a customer reported failed proficiency test (pt) results for t3/t4 with their aia-360 analyzer. Customer indicated a concern of reported proficiency testing , aab. Results seemed to be way off. They are a new site and this is their 1st survey. See ticket # (B)(4) for reported control issue customer sent reported results and compared them to the qa lab results. The customer is unable to run t3/t4 patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting t3/t4 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.